Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while testing bd bbl¿ pseudosel¿ agar failed growth promotion testing. This event occurred ten times. No confirmatory testing reported, pending response from customer. The following information was provided by the initial reporter: "pseudosel agar 297882 failed growth promotion testing".

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that this complaint is not reportable. This supplemental report has been submitted for the purpose of cancelling MDR 1119779-2022-00801.

Event description:
It was reported that while testing bd bbl¿ pseudosel¿ agar failed growth promotion testing. This event occurred ten times. No confirmatory testing reported, pending response from customer. The following information was provided by the initial reporter: "pseudosel agar 297882 failed growth promotion testing."